Event description:
It was reported that during a da vinci si vaginal prolapse repair procedure, the user facility identified a cable that has snapped on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The initial MDR submitted on 07/08/2013 for this complaint was submitted in error since it was a duplicate of MFR 2955842-2013-02325, which was submitted on 06/26/2013.